Event description:
It was reported that the plastic back rest has been cracked, which could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.